Event description:
A customer reported an altitude alarm on their insulin pump. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To address the issue, the customer was advised to clean the speaker holes and reconnect the cartridge. Despite these efforts, the alarm persisted, leading technical support to instruct the customer to load a new cartridge and resume insulin. The alarm recurred, prompting a further recommendation to wait two hours for any moisture to evaporate, with a follow-up planned by technical support.